Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Evaluation of the device activity log showed the front panel softket was pressed to disarm the device twice before discharging into the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.